Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a shunt. A 5.00mmx 2.0cmx 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10atm for 1 min. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.